Manufacturer narrative:
The insulin passed displacement test, operating currents, self test and off/ no power test. No battery out limit alarm noted. No frozen screen. Low reservoir alarm function properly during test. The insulin pump received intermittent button response due to corroded keypad traces. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump beeped and locked on low reservoir screen, none of the buttons work. The blood glucose reading is 102 mg/dl. The battery was changed. The insulin pump alarmed battery out limit. The insulin pump was frozen with no advancement of the time. The insulin pump will be replaced. Nothing further reported.